Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio will replace the main keypad assembly and once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer reported that the keypad on their device was not functioning. The only button that worked was reported to be the on button. There was no report of any patient use associated with the reported failure.